Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The physical device evaluation has not yet been completed. We have requested that the user facility provide the details of their cleaning, disinfection and sterilization processes. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels of the scope were cultured. Four (4) cfu of coagulase-negative staphylococci were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus that during routine testing, the endoscope tested positive for microbial contamination. All channels were sampled and tested positive for 80 colony forming units (cfu) of stenotrophomonas maltophilia, 80 cfu of pseudomonas aeruginosa, 8 cfu of escherichia coli (e. Coli), and 8 cfu of klebsiella pneumoniae. The user did not report any contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Event description:
The user provided their provided cleaning disinfection and sanitization (cds) practices of the subject device. The customers precleaning consisted of: aspiration of water through the instrument / suction channel, as well as flushing the air/water channel and auxiliary channel. Salvanios prenium detergent was used during pre-cleaning. Manual disinfection was not performed. The device is processed in a soluscope 4 automated endoscope reprocessor (aer) with soluscope cln detergent and soluscope paa disinfectant. The device is stored horizontally and the device was not sterilized.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the customer provided cleaning disinfection and sanitization (cds) practices(see b5), the device evaluation, and the legal manufacturer's final investigation. The legal manufacture reviewed the customer provided cds practices of the subject device and noted the following deviations form the device instructions for use (IFU): ·none of brushing process was performed at manual cleaning. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was separated, light guide cover glass was cracked, number 1-4 and number 5 buttons were damaged, the universal cord was buckled, wear and tear to the biopsy channel and the insulation was out of specification. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the subject device was not reprocessed according to the device instructions for use (IFU). However, a final root cause was unable to be identified. The following is included in the device instruction for use: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.